Event description:
It was reported the patient underwent surgical intervention on an unknown date wherein the entire system was explanted for an unknown reason.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.